Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). It was reported the there are low impedances on contacts 0-1. A known activity or event that prompted the issue includes the patient having a fall. Unsure when the fall occurred. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0juve, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that troubleshooting was performed. Actions/interventions taken to resolve the issue was having the lead replaced on (B)(6) 2018 and all impedance issues were resolved. The cause was no determined and the impedance issue was not due to the fall. The issue is reported to be resolved when the lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they are doing exploratory surgery tomorrow.